Event description:
The customer reported that the insulin shut down while attempting to do a site change. The customer stated that the device also alarmed no delivery. The blood glucose reading at time of call was 203mg/dl. Troubleshooting was performed, and the alarm did not recur during the manual prime test. The customer stated that this issue did not cause hospitalization at this time, but it did last month. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.